Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap transfer set. This was identified while the home patient was disconnecting the device after peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d1: brand name: minicap (previously submitted as minicap extended life pd transfer set with twist clamp). Additional information: a3a: sex. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.